Event description:
The baxter system 1000 tina dialysis machines do not issue a warning if no bleach has been taken up by the machine during bleach disinfection mode. The tina will not suck bleach up from the container if there is a leakage anywhere in the line between the pump and the bleach container. The old cobe c3s have flow switches in the bleach lines and would alarm if they don't sense flow during bleach disinfection mode. Hospital found 2 other machines -3 in total- that did not take in bleach during bleach disinfection after they started monitoring the bleaching process. There is no way of knowing how long these machine had not been taking up bleach for disinfection. Baxter recommended bleach disinfection at least once a week. Some centers bleach between pts. Hospital used to do that with the cobe c3s. They switched to bleaching 3 times a week at the end of the day or switching between pts with different infections -i.e. When the first pt has hepatitis a and the next pt has hepatitis b, they would bleach between pts. The tina machines will show a rise of conductivity when bleach is taken in. That is the only indicator that the bleach disinfection mode is working properly during the process. Another way to monitor the process is to check the bleach container after the bleach disinfection mode to make sure that the bleach level had gone down. Both methods are time consuming, inefficient and prone to human errors. There is no warning or cautionary note in either the operator's manual or the service manual about the lack of warning when bleach is not taken up. This deficiency was not mentioned during the service course for their techs either. Baxter's sales rep said that he had told all his customers about this problem.